Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with tortuous anatomy, access was obtained via the left carotid artery using a 18f non-medtronic introducer sheath. During advancement, the delivery cathe ter system (dcs) remained bias to the inner curve of the anatomy. Subsequently the valve was deployed at a depth of 5 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc). During full release of the valve, the tabs of the dcs completely came off the valve. Upon withdrawal of the dcs, however, a free tab interacted with the valve frame causing the valve to dislodge to a new depth of -5 mm on the ncc and -5 mm on the lcc. Moderate paravalvular leak was observed because of the dislodgement. A second valve was implanted in the patient.